Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a fever after about three weeks of antibiotic treatment for infection following a spinal surgery. A transesophageal echocardiogram (tee) showed vegetation on the defibrillation lead. Blood cultures were taken and a chest computerized tomography (CT) showed bilateral infiltrates. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A temporary epicardial pacemaker system was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.